Event description:
Patient experienced intermittent device failure of lmpella 5.5 assumed to be associated with power wire damage within the driveline. Patient was emergently taken to operating room the next day for pump exchange.